Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported the patient was in the hospital and may have an infection that was related to the implanted device. The caller had no additional information about the suspected infection.